Event description:
The customer called reporting that she received a reading of 187 mg/dl on her freestyle meter. She then developed symptoms of dizziness and confusion. An ambulance was called and paramedics obtained a reading of 403 mg/dl, and then, at the hospital, a glucose of 390 mg/dl was obtained. The customer was admitted to ICU and treated with insulin.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.